Event description:
A caregiver reported a signal loss issue with the adc device, with use with phone (samsung sm (B)(4), android os: 13) application. Therefore, the low glucose alarm failed to sound when customer had glucose reading of 2.1 mmol/l (unknown device) and the customer experienced seizure. The customer was treated with lucozade (energy drink) and biscuits by third-party. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on 08-feb-2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with samsung sm a33/android 13 os, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device manufacturing date is unknown, so the entered date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.